Event description:
It was reported that the device had reached battery depletion early. The device was explanted and replaced. It was also reported there was high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis revealed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d274trk implantable cardioverter defibrillator (ICD): implanted: (B)(6) 2010. 419478 implantable pacing lead: implanted: (B)(6) 2010. 407652 implantable pacing lead: implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.